Manufacturer narrative:
Stryker replaced the battery pins in the device. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the electronic download from the device and observed that the customer was using old batteries. Stryker determined that the cause of the reported issue was due to worn battery pins and old batteries.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer inspected the device and it appeared to working properly, then later it powered off again. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer inspected the device and it appeared to working properly, then later it powered off again. There was no patient use associated with the reported event.